Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display, partial display, or display anomaly noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for a day and no unexpected powering off, blank display, partial display, or display anomaly noted. Verified the battery tube power connector was properly connected to connector board during visual inspection. The insulin pump was received with scratched case, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.